Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025 around 7:00pm, the patient was going out to a movie when she started to feel unwell. She felt lethargic and the cgm was around 100 mg/dl with a trend arrow going up. The patient did not have a glucometer at that time to check a bg reading for comparison. The patient went home and still felt unwell. Her eyes looked glassy and her husband made her food. She at chicken, watermelon, pineapple and drank juice. There was still no bg taken with a glucometer during this time but the patient started feeling shaky and cold for 2-3 hours. The cgm was reading 70 mg/dl with a trend arrow going down. Her daughter had her take glucose liquids. Afterwards, the patient started feeling better and went to sleep. On the afternoon of (B)(6) 2025, the patient¿s husband found the patient unconscious. The patient¿s son drove the patient to the emergency room. A nurse checked the patient¿s bg and it was 46 mg/dl. The patient could not remember what the cgm was displaying during this time as she was barely conscious. She ate a sandwich and drank juice. The doctor ran a series of tests (blood and urine). The doctor noted that the results were normal. The patient was treated with IV fluids and tylenol. The patient was in the hospital for about 6-7 hours before being discharged home. At the time of the report, the patient felt better. Although no complete set of bg and cgm values were reported, the patient reported that the cgm was not providing accurate readings. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.